Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that a needle stick occurred at an unspecified time with a unspecified bd syringe. The following information was provided by the initial reporter, "we had one needle stick. The nurse hadn't been sure how to place the safety device. We did some re-ed on the proper techniques." No medical intervention information was given.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle stick occurred at an unspecified time with a unspecified bd syringe. The following information was provided by the initial reporter, "we had one needle stick. The nurse hadn¿t been sure how to place the safety device. We did some re-ed on the proper techniques." No medical intervention information was given.